Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No battery alarms noted during testing. No failed batt test alarm or unexpected power loss during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2025 20:33:00, (B)(6) 2025 15:56:00 and (B)(6) 2025 15:56:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 12.0 received the lowbatteryalert (104) on (B)(6) 2025 20:33:00 after more than 7 days at 11.05 days. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 15:56:00 after more than 7 days at 11.16 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2025 02:08:00 after more than 7 days at 10.41 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and cracked case-corner of belt clip rails. No low battery alert or failed batt test alarm noted during testing and no unexpected low battery alerts listed in the pump trace download. Failed batt test, unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s battery life was not lasting and received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. And found that the customer received a low battery alert before the replace battery now alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.